Event description:
When product was being received in by synthes (B)(4), the end of the guide wire punctured through the protective cap as well as the packaging, and almost injured and employee. No hospital, pt or procedure involvement.

Manufacturer narrative:
The subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested.